Event description:
It was reported that the pt underwent a cervical procedure to implant cervical disc implant at c5/6. The implant inserter could not hold the implant, therefore, the implant was hit into the pt vertebra disc space by the inserter. No pt complications were reported for this incident.

Manufacturer narrative:
(B)(4): visual examination of the instruments did not reveal any material or functional damage in terms of fracture, cracking, wearing, or breakage. Dimensional inspection of implant attachment pin diameters found pins within print specification. Inserter opens normally and securely retains implant when closed. Sample prestige lp used to manually/functionally evaluate for implant disengagement. No issue identified with respect to attachment or retention of implant. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.